Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via healthcare provider who was implanted with an implantable neurostimulator (ins). Pt reports he's currently in a locked behavioral health unit and doesn't have his remote to do anything and cannot adjust or charge his implantable neurostimulator. Pt states he doesn't think his unit is working. Pt states he thinks unit is shorting out and has gotten permission for health care professional or manufacturer representative to come in and check the implantable neurostimulator to see if there is a short and to charge the implantable neurostimulator. Pt states having trouble with upper part of chest area that has been going on for awhile and trouble with breathing. Pt states very painful to lay down. Troubleshooting was unable to be performed as pt did not have remote to troubleshoot. The patient is also reporting that they were supposed to get their stimulation system worked on a couple weeks ago. Pt is reporting to the emergency room on (B)(6) 2022 with back pain. The patient was redirected to their healthcare provider to further address the issue.